Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02401 pertains to the other device. It was reported to boston scientific corporation that an pinnacle posterior pelvic floor repair kit was implanted during a procedure on (B)(6) 2009. According to the complainant, the patient experienced bodily injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.